Manufacturer narrative:
It was reported that the right-side tmj devices (chg010, t15-257) would be removed in two-stage surgery, and a bilateral set of tmj devices would be implanted. The patient has hemifacial microsomia on the left side and needs to perform lefort I surgery and advance the mandible. Based on the surgeon¿s plan, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. The implants have served their purpose well, yet the patient needs another surgery, which makes the revision surgery necessary.

Event description:
It was reported there was a revision surgery performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery performed to remove the implant.